Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the complaint of the keypad buttons intermittent response was not duplicated; all of the keypad buttons responded appropriately and were functional. All of the buttons had spring back and click. The keypad was removed and there was evidence of contamination found under the all of the button contacts. Unrelated to the complaint, the display screen was found to be dim/faded and discolored. A test display screen was inserted for testing and was found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. It was reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and the keypad buttons were worn down. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.